Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's vent kept alarming during the night after 4ml of sterile saline was placed in the cuff earlier that day. The nurse performed standard care/interventions, but the vent continued to alarm intermittently through the night, so the nurse checked the trach cuff volume and found only 1.5ml. The cuff volume was increased back to 4ml. Within 45min the vent started to alarm again and there was only 2ml in the cuff when rechecked. Trach was changed to the new back-up trach with no issue. The cuff's inner piece that the syringe connected to came out and appeared to be where the leak may have been coming from. There was no delay of therapy. There was a medication used with this product. Only inhalers and nebulizers were used during routine scheduled airway clearance. Meds are also able to be used as needed when additional airway clearance is required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed, the cuff failed to retain pressure when filled with air. The probable cause of the defect is user error.